Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury.

Event description:
It was reported that a user experienced frequent low blood glucose readings after meals while using the ilet and requested clinical troubleshooting, expressing concern about possible overdelivery of insulin or incomplete algorithm adaptation. Symptoms included hypoglycemia. Outcomes included no hospitalization, with self-treatment using oral glucose such as juice or glucose tablets and improvement following troubleshooting and education. Investigation included complaint intake and user coaching on hypoglycemia recognition and treatment, as well as operational review of alerts related to low glucose notifications. Investigation of this case revealed that the cause of the hypoglycemia remained unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and not attributable to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.